Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging a battery life issue with the pump. The patient claimed that the battery life was typically lasting for about a week and the issue had been occurring for months. On (B)(6) 2011, the patient mentioned that his blood glucose (bg) level was a little high and he took a correction prior to bedtime. The next morning when he woke up at 10:00 am, the patient claimed that his bg level was "577 mg/dl." The patient changed his site and set, and also took a correction before going back to sleep. Three hours later, the patient mentioned that his bg level was "150-something" (mg/dl). Around the same time on (B)(6) 2011, the patient claimed that he had gotten a replace battery and low battery alarms. A review of the pump's history revealed multiple low/replace battery alarms from (B)(6) 2011 through (B)(6) 2011. The patient stated that the pump's battery had died in the middle of the night but it had occurred a few months earlier. Through troubleshooting, the animas representative involved in this contact noted that at times, the patient does not change the site until day number 4. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he had developed an elevated bg level suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use error since the patient was not changing his sites as recommended. Also, the alleged battery life issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. There is no evidence that the battery life issue contributed to the patient's injury.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that there were several unacknowledged low battery warnings and that the battery was never replaced. The time/date were also found to default back to factory settings. The pump's electrical current was tested and found to be within specification. A 29 flow accuracy test was performed and pump was found to be delivering within specifications. The pump was opened and the internal battery was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.